Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test, active current test and the displacement accuracy test. Pump failed the sleep current test due to moisture damage on the electronic assembly. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. The customer¿s blood glucose level was 300 mg/dl at the time of incident. Customer did not allege insulin pump for under delivering. Customer stated that the there was no air bubble and leak. Insulin pump passed displacement test. Customer was treated with insulin pump and manual injection. The insulin pump will be returned for analysis.